Manufacturer narrative:
Device evaluation: a review of the device noted an opening on the anterior side assessed as surgical damage.

Event description:
Healthcare professional reported a left side rupture found during explant surgery. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: revision replacement.

Event description:
Healthcare professional reported a left side rupture found during explant surgery. Device has been explanted and replaced.